Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "senses line when not present" was reproduced. A review of the event history log revealed "reload set" alarms. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was a loose downstream tubing guide as well as a loose upstream pusher. The downstream tubing guide required to be replaced and upstream pusher setup will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump senses line when not present. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.